Event description:
The user has been experiencing an unusual amount of "squelch" or loss of communication between telemetry transmitters and their central station. The unusual amount of squelch has caused the central station to restart more than once.